Event description:
Synovitis [synovitis]. Bilateral knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) female pt, initials unk with osteoarthritis (kellgren-lawrence grade IV). (B)(4). The pt's medical history was significant for previous use of synvisc (first course) and experienced synovitis of left knee ((B)(6) 1998) and left knee effusion for which she was treated with 1 cc of xylocaine (lidocaine) and 2 cc of intra-articular celestone (betamethasone). On (B)(6) 2003, the pt initiated treatment with the first injection of the second course of intra-articular synvisc (hylan g-f 20) injection into both knees, dosage regimen not provided. The lot number of synvisc was not provided. On (B)(6) 2003, she received her second synvisc injection and the same day, she experienced mild synovitis of both the knees. On unspecified dates in 2003, the pt had mild bilateral knee effusion with 15 cc of slightly turbid and yellow fluid aspirated from right knee and 30 cc of slightly turbid and yellow fluid aspirated from left knee. The pt was treated with intra-muscular betamethasone at a dose of 1.3 cc for bilateral synovitis and bilateral knee effusion. On (B)(6) 2003, she recovered from the event of bilateral synovitis. On (B)(6) 2003, the pt again experienced moderate synovitis of left knee and the same day, she developed mild synovitis of right knee. Later on unk dates in 2003, she again had mild right knee effusion with 12 cc of clear yellow fluid aspirated and moderate left knee effusion with 16 cc of clear yellow fluid aspirated. The pt again received treatment with intra-muscular betamethasone at a dose of 1.3 cc for both the events. On (B)(6) 2003, the pt recovered from the event of bilateral synovitis. Action taken with synvisc treatment was not provided. The outcome for the event of bilateral knee effusion was not provided. Relevant concomitant medications were not provided. The reporting physician assessed the relationship between synvisc and the event of bilateral synovitis as definitely related and did not provide the relationship with the event of bilateral knee effusion. F/u info was received on (B)(4) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
Eval summary: the qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: (B)(4). The benefit risk profile of the product is not altered by this report.